Event description:
It was reported that pump displayed malfunction code 15, with patient noting that same malfunction had also occurred about three hours earlier. There was no adverse impact to the customer's blood glucose level. Customer first reset pump independently, then later contacted technical support, who provided reset instructions, confirmed that malfunction did not recur after reset, and advised customer to continue using pump and to call back if malfunction code appeared again, which customer acknowledged and understood.